Event description:
Customer alleged that the unit would not power up. Service representative could not duplicate alleged condition. No reported patient involvement. Proper operation of the device was confirmed.